Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air leak. Upon inspection of the customer¿s returned device it was observed, the objective lens adhesive part was peeled off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, the following evaluation findings were observed: scratches were found on the tip metal part, the bending angle was insufficient due to the elongation f angle wire, scratches were noted on the curved rubber, the curved rubber adhesive was missing, the angle fixing part of the operation part was loose, the universal cord was buckling, scratches were noted on the operation part, scratches were noted on the grip, the angle lever may have been scratched, scratches were found on the up down plate, scratches were noted on the right/left plate, scratches were found on the nigiri cover, switch 1 was scratched, the video connector may have been scratched, the video connector case may have been scratched and scratches were found on the lever. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be determined; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.